Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sluggish / spaced out. A pt reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt blood reading as control. The result on their meter was 44 control (no units). Pt was not treated. No further info has been reported.